Event description:
Pt was discharged from hosp with add'l urinary catheters. After a family member inserted the catheter, the pt developed complications. The catheter was found to be defective - the tip had a very jagged edge with a piece of the plastic actually missing. The pt received internal lacerations caused by the device.